Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the membrane of catheter broke. The catheter was retrieved from the patient. Patient current condition reported as fine. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time.

Event description:
It was reported that during treatment the membrane of catheter broke. The catheter was retrieved from the patient. Patient current condition reported as fine. There was no patient death, serious injury or patient complication reported.